Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller reset was confirmed via log file analysis. A review of the event log files contained data spanning approximately 4 days (23jan2024 ¿ 25jan2024, 06feb2024 per timestamp). On 25jan2024 at 12:31:37, an unexpected controller reset was captured. The pump speed briefly dropped to 0 rpm and there was a transient loss of power on both black and white power leads. The event quickly resolved, and no alarms activated. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis in unremarkable condition. The system controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system as intended. A controller reset event was not reproduced throughout testing. Per the provided information, the patient¿s controller fell, hit the ground, and made a short, sharp ¿chirping¿ sound. The controller was able to pass a self-test and the ventricular assist device (vad) parameters were visible. An image was submitted of the system controller¿s alarm history screen and no alarms were present despite the controller being in use for 364 days. It was stated that the controller was exchanged without issue. Of note, the alarm history on the system controller user interface will not contain any alarms when the system controller is initially powered on or after the system controller is reset. The root cause for the controller reset was unable to be conclusively determined through this analysis; however, the system controller falling to the ground could have caused the event to occur. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's system controller was exchanged to their backup system controller and patient tolerated the exchange without issue. They received a new backup system controller. Per the event log file, it appeared the system controller recorded one transient 0rpm pump speed for approximately one second, including one transient loss of power on both the black and white power cables for approximately one second. The patient did not report any symptoms at the time of the reported pump stop after dropping the system controller. The system controller immediately displayed pump parameters within baseline for the remainder of the log file. 119 pulsatility index (pi) events were captured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller fell and hit the ground while they were sitting on the side of their bed. The controller made a short, sharp "chirping" sound as it hit the ground. The patient inspected their controller and confirmed that it passed a self-test and all their ventricular assist device (vad) parameters were visible on the lcd screen. The patient reported being unable to view any alarms on the controller's history. The patient was able to confirm that there was no tug at their driveline exist site. After the patient arrived at the clinic, the vad coordinator confirmed that the controller passed a self test,but no alarm history was available. The patient's controller was exchanged. Log file review showed one transient reset_controller event on 25jan2024 at 12:31 pm which appeared to have been related to the reported event of the controller falling, hitting the ground, and making a short, sharp "chirping" sound as it hit the ground.